Event description:
The doctor was performing a breast biopsy and was placing a tissue marker. It was observed that the silver tip of the introducer came off when the marker was placed. The piece was observed in the postop. Radiograph and will be left in place. No further patient follow-up will be performed.